Event description:
Customer reported that while in use on a pt, their adult star ventilator stopped ventilating with no audible alarms or visual indicators. There was no pt harm as a result of the incident. The event could not be duplicated during testing by the facility or the npb service rep and the cause of the event remains unk.